Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and watery eyes and sometimes eyes were burning. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Missing modem side door panel, potential mineral deposits or some unknown liquid spots on the bottom of the blower motor, on the bottom of the blower box and on the inner side of the blower box, able to get care orchestrator information from device. The manufacturer concludes that unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box, is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device, there 2 errors were observed. Box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
In the previous report, the manufacturer captured incorrect information in box b, d and h. The following correction has been corrected in this report. In box b: event date and describe event or problem has been corrected. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and watery eyes and sometimes eyes were burning. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Missing modem side door panel, potential mineral deposits or some unknown liquid spots on the bottom of the blower motor, on the bottom of the blower box and on the inner side of the blower box, able to get care orchestrator information from device. The manufacturer concludes that unknown unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box, is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device, there 2 errors were observed. In box d: device serviced by 3rdp, device avail. For eval and date returned has been corrected. In box h: the device eval. By mfg has been corrected.